Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that during use with two 190cm hi-torque (ht) balance middleweight (bmw) universal ii guide wires, it was noted that the polymer coating was not stable and peeled off. It was also observed that the guide wires were difficult to remove from other devices such as a balloon dilatation catheter and stent delivery system but after multiple attempts, the guide wires were able to be removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The entire distal portion of the guide wire, specifically the polymer coating, was inspected and there were no anomalies noted. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified one similar incident from this lot. The investigation concluded that the reported difficulties appear to be related to a potential product quality issue. Further investigation will be performed and corrective actions will be taken, as required, in accordance with internal operating procedures. D9 correction: device available for evaluation: updated from yes to no.